Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, visual and functional assessments performed on the device determined that the cord was damaged and the device made a loud unusual noise (failed noise assessment). Furthermore, during service/repair, it was observed that the driveshaft was broken causing the noise. It was determined that these issues were consistent with excessive force during use and improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that the motor and attachment devices were overheating and making a high-pitched noise while being used together. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.